Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for radiculopathy and spinal pain. It was reported that the implantable neurostimulator (ins) pocket site was uncomfortable. There were no known environmental, external, or patient factors that contributed to this event. There were no diagnostics performed. A pocket revision surgery was done. It was reported that the ins was mobile in the pocket and tilted at an angle. The ins was sutured down using suture loops and the issue was resolved. Patient status was reported as alive with no injury. No further complications were reported.